Manufacturer narrative:
(B)(4). Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm, low battery alarm due to unresponsive button. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms several times during basal and insulin pump also consumes a lot of battery, battery lasts less than expected. The customer blood glucose level was 145 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were unable to describe the possible damage to the drive support cap. Customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.